Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the the pump displayed an "error" and the pump shut off. When the pump was powered back on a malfunction alarm was displayed. The customer's blood glucose level was 140 (mg/dl). The customer reported that alternate insulin therapy was available.